Manufacturer narrative:
D9 - date device returned to manufacturer: unknown. The investigation for the reported controller failure issue has been completed. The product was returned, and the issue was confirmed. Data analysis: logs are consistent with complaint intake. Subsequent boots following the complaint date trigger these alarms. Long term log analysis of the battery data reveals that beginning before the complaint date of occurrence, all cell voltages of battery 1 had been declining for an extended period of time. Device analysis: console arrived in aachen. It was confirmed that persistent battery failure (transport connection blown/missing) was not due to a disengaged battery switch. Due to low/ flatlined voltage, battery 1 data is unavailable through ata or bq software. When console was booted for the first time in aachen, console alarms are consistent with what was seen in the field. Console interior connections were checked and verified. When visually inspecting the batteries and pbm, it was observed that one of the batteries status leds were completely blank. Per the results of the clinical review and investigation, the root cause was determined to be due to a defective battery (rapid decline in cell voltage). The exact cause of the defective battery was utd. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported the automatic impella controller (aic) had a console failure. No additional information provided. There was no report of patient harm or injury.